Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. A replacement usb cable and adapter was sent to the customer to address the event.